Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report atypical clip movement which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guiding catheter (sgc) and the alignment markers were confirmed to be aligned. The cds was advanced to the mitral valve; however, when the m-knob was turned, the cds immediately started deflecting medial and posterior instead of medial and anterior. It was not possible to achieve steering, even with +/- and/or a/p knob rotation; therefore, the cds was removed. Once removed, it was observed that the alignment markers were no longer aligned. A new cds was used without issue. One clip was implanted, reducing the mr to 1. After use, the sgc tip was noted to be torn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed and the alignment markers were observed to be aligned during insertion and removal of the cds through the sgc. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.